Manufacturer narrative:
The ge healthcare service representative replaced the display connector board and returned the unit to service.

Event description:
During a planned maintenance visit, the ge healthcare service representative noted that the unit alarmed, indicating to switch to manual ventilation. There was no report of patient involvement.